Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the left ventricular lead exhibited high threshold. An x-ray revealed the lead dislodged. The lead remained implanted and the patient would be monitored.